Event description:
It was reported that the penta was used in a direct stenting procedure in the lad with good final results. After 2-4 days, there was an occurrence of a subacute thrombosis (sat) and acute myocardial infarction, and the pt required further intervention.